Event description:
It was reported that the lead was explanted due to oversensing. Clavicular crush was also observed.

Manufacturer narrative:
A partial lead with the distal tip was returned for analysis, measuring 42cm in length. External insulation abrasion was found at 34.6-36.2cm from the distal end of partial lead, consistent with lead friction to another device. The silicone insulation was intact at this location. No clavicle crush or lead fracture was found with the returned portions of the lead. The electrical continuity of the returned partial lead was normal.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.